Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during a left ventricular implant procedure, the coronary sinus was dissected and the patient experienced chest pain. The physician elected to explant the lead and plug the left ventricular lead port. The patient was stable post surgery and would continue to be monitored.